Manufacturer narrative:
An unused, single sealed, device inside its original packaging was received for product evaluation. The reported device was not returned. Visual inspection of the returned device did not reveal any visible defects or anomalies. The needle cannula was found to be straight along the entire length and was found to be within the dimensional specification for a 25g needle. As the returned device functioned as intended, investigation could able to determine how the reported bent needle occurred. The device instruction for use instructs the user, to not attempt to engage a needle cannula within the safety sheath if the cannula is bent. No evidence was found to suggest an intrinsic product defect.

Event description:
The user facility reported that the needle bent while in patient use. When withdrawing the needle, the nurse attempted to activate the safety mechanism and a needle stick injury occurred.